Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-jun-27, information was received from an healthcare professional (hcp), regarding a patient receiving an unknown drug via an implantable pump for non-malignant pain. It was reported the patient was experiencing withdrawal symptoms. The patient was in the emergency room. The hcp requested a manufacturer representative (rep) to come interrogate the pump to rule out a pump malfunction. The issue began on (B)(6) 2020. No further information was provided. On 2020-sep-21, information was received from the patient. The patient stated they have had pumps for 30 years and because they were at such a high concentration on a monthly basis their pumps need to be replaced about every 5 years. The patient was coming up on their normal time they would need to have a pump replaced ((B)(6) 2020), but then their "pump decided to get even" and their pump had a malfunction. Ever since then, the patient has been going through withdrawals (hot/cold chills, hot flashes, 'all sorts of crazy stuff') and they were not getting better. The patient was in their hcp's office on (B)(6) 2020, and was scheduled back for (B)(6) 2020 for a refill. The patient noted that was more than 4 weeks. Somewhere between (B)(6), things "went haywire" ("pump started malfunctioning"). The patient has been in and out of the hospital twice since (B)(6) 2020. The patient stated that her pump was read and patient said she ended up in the hospital (B)(6) 2020. The drug in the patient's pump was clonidine (4000 mg) and sufentanil (400 mcg). The patient stated that their hcp claimed they called the manufacturer in july 2020 and were told that if there was any clonidine or sufentanil left in the pump, to take it out and fill the pump with morphine. The patient noted they have been allergic to morphine forever. The patient then stated that they were under the assumption that their pump was going to be replaced asap, however, that has not happened under their managing healthcare professional (hcp). The patient was requesting hcp listings.